Event description:
The manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging respiratory tract irritation, inflammatory response, lung disease. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was two error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected.